Event description:
It was reported the patient was admitted to the hospital overnight for an ischemic and hemorrhagic stroke. The patient was off anticoagulation due to a gastrointestinal bleed. It was originally reported that the patient also experienced a power issue with their ventricular assist device (vad), but it was later stated there was no power issue with the vad. Following review of the submitted log files, it appeared the event log captured routine events and functioned as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h6 - medical device problem code: corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was off anticoagulants due to a gastrointestinal bleed in (B)(6) 2024 (MFR# 2916596-2024-07495). A trial of heparin caused worsening of the cerebral bleed. The patient was then maintained off anticoagulant therapy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.